Manufacturer narrative:
Device analysis: it was reported that the patient experienced inflation issues due to the pump did not restore shape after being pressed with an inflatable penile prosthesis (ipp). The cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Analysis of the pump ms did not reveal any significant damage; however, the device failed inflation testing. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced inflation issues due to the pump did not restore shape after being pressed with an inflatable penile prosthesis (ipp). The cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced inflation issues due to the pump did not restore shape after being pressed with an inflatable penile prosthesis (ipp). The cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.